Event description:
The manufacturer received information alleging visualization of particles in the air path. The patient complained of nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visulization of particles in the air path. The patient complained of nasal/throat irritation or soreness. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on apr 03, 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging visulization of particles in the air path. The patient complained of nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the suspect trilogy 100 ventilator was received at the laboratory without a power cord or pollen filter. Upon visual inspection, the technician observed foreign material in the airflow outlet port, suggesting external contamination. A disposable outlet flow filter was attached to the air outlet, and the device was powered on. The ventilator initially remained idle before alarming and displaying a red "ventilator inoperative" screen. The unit was then disassembled for further inspection. No signs of internal damage, thermal events, or blockages in the tubing or air path were found. The airpath foam was secure and showed no signs of delamination or degradation. The technician inspected the blower motor and found foreign dust particles on the inner blades of the impeller. When rotated manually, the impeller exhibited stiffness in both directions, indicating abnormal mechanical resistance. As a result, the blower motor failed visual inspection. Although no critical faults or thermal damage were identified within the internal components, the contamination and mechanical resistance in the blower motor suggest it may be the root cause of the device failure. The manufacturer concludes that the blower motor is likely compromised and contributed to the "ventilator inoperative" condition. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to confirm any damage or defect that would correlate with the time of patient use and complaint. Sections d9, h2, h3 and h6 has been updated in this report.